Event description:
It was reported that prior to a laparoscopic appendectomy procedure when the package was opened there was an ecr60w instead of an ecr45w which is what the tyvek stated. Another cartridge was pulled to be used in the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Batch # k5d89z. The analysis results showed that one ecr60w reload was received unfired and in good visual conditions. In addition a tyvek label was received for an ecr45w cartridge reload. No further analysis was performed. The reported event could not be confirmed as the reload was received out of its sterile package. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.